Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the condition of the returned delivery system confirmed an expansion issue. The stent brake of the inner catheter which had been under the stent during deployment was found with heavy imprints, and superficial deformation which indicated that the stent adhered to the stent brake during deployment. Image provided of the placed stent with hourglass like deformation in the area of the silicone brake further confirmed that the stent was adhering to the inner catheter stent brake, which leads to a confirmed result for expansion issue. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instruction for use for this product was conducted. The instruction for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4 (expiry date: 11/2022), g2, g3 h11: h6 (method, result) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during a stent placement through left femoral vein, the device allegedly failed to expand in the distal part. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, image was provided for review. The investigation of the reported event is currently underway. (Expiry date: 11/2022).

Event description:
It was reported that during a stent placement through left femoral vein, the device allegedly failed to expand in the distal part. There was no reported patient injury.